Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was monitoring patients when it stopped displaying / monitoring 2 sectors. The remote network station (rns), the secondary monitoring system, was still displaying patient information. However, on the cns all they see in the patient tiles is the "admit" button as if patients were not admitted to the cns. Nihon kohden technical support (tech support) asked the biomed when was the last time they rebooted the cns, and they did not know. Tech support had the biomed reboot the cns, and once the cns came back up all the patient tiles with the admit button displayed previously had the patients displayed, and they were getting vitals. Tech support informed the biomed that the cns needs to be rebooted every 3 months as preventative maintenance. They stated they will take note of that. Issue resolved. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: lot number & expiration: unk. Device bla number: unk. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: 10/19/2021, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 10/21/2021, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 10/23/2021, emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was monitoring patients when it stopped displaying / monitoring 2 sectors. The remote network station (rns), the secondary monitoring system, was still displaying patient information. However, on the cns all they see in the patient tiles is the "admit" button as if patients were not admitted to the cns. Nihon kohden technical support (tech support) asked the biomed when was the last time they rebooted the cns, and they did not know. Tech support had the biomed reboot the cns, and once the cns came back up all the patient tiles with the admit button displayed previously had the patients displayed, and they were getting vitals. Tech support informed the biomed that the cns needs to be rebooted every 3 months as preventative maintenance. They stated they will take note of that. Issue resolved. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) stopped displaying vitals for 2 sectors of monitored devices. The "admit" button was showing in all tiles as if patients were not admitted to the cns. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) stopped displaying vitals for 2 sectors of monitored devices. The "admit" button was showing in all tiles as if patients were not admitted to the cns. Nihon kohden technical support (nk ts) had the biomed reboot the cns, since they did not know when it had been done last, which resolved the issue. Nk ts advised the biomed that the cns needs to be rebooted every 3 months as preventative maintenance. No patient harm or injury was reported. Investigation summary: in a worst-case scenario, communication loss could delay the recognition and management of sudden deteriorations in vital signs or cardiac rhythm in a hemodynamically unstable patient, leading to associated complications. Real-time monitoring remains intact on bedside monitors and can still alert caregivers to changes in vital signs or heart rhythm. These patient-connected devices could be a bedside device such as bsm-6000 series or a telemetry transmitter/receiver system such as the zm-500 series and org-9000a series. The cause for the communication issue is typically due to bedside or org receiver being disconnected from the network. The customer was advised to reboot the cns, which resolved the issue. The customer was educated that the cns should be rebooted every 3 months as preventive maintenance to avoid instability with the system. This is stated in the operator's manual for the cns-621ra in the regular inspection section.